Manufacturer narrative:
The catalog number identified has not been cleared in the us but is similar to the lifestent 5f vascular stent that are cleared in the us. The pro code and 510 k number for the lifestent 5f vascular stent are identified. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. (Expiry date: 02/2024).

Event description:
It was reported that prior to the procedure, the label was allegedly mismatching with device in the packaging. There was no patient contact.

Manufacturer narrative:
H10: manufacturing review: the lot history records of these lot were reviewed with special attention to the manufacturing and inspection of this product were performed accordingly, and nothing within the lot history review indicates manufacturing issue prior to shipment investigation summary: the sample was returned for evaluation. Based on the returned sample, it can be confirmed that the label on the inner pouch differs from the outer box. No damage can be identified within the device and the packaging. Based on the information available the investigation is confirmed for labeling issue. The definite root cause can be traced to the manufacturing process. Labeling review: in reviewing the relevant labeling for this product the potential issue was found addressed. The instructions for use closely describe during preparation ' carefully inspect the pouch for damage to the sterile barrier. Do not use the device after the ¿use by¿ date specified on the label.', and 'if it is suspected that the sterility or performance of the stent system has been compromised, the device should not be used.'. In addition, the mismatch was identified prior to use once the health care staff was preparing the device. H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the lifestent 5f vascular stent that are cleared in the us. The pro code and 510 k number for the lifestent 5f vascular stent are identified in d2 and g4. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10.

Event description:
It was reported that prior to the procedure, the label was allegedly mismatching with device in the package. There was no patient contact.